Event description:
The complainant reported that the clinicians were performing a therapeutic ureteroscopy procedure on a patient. During the procedure the first basket opened but would not close while inside the patient's anatomy. The physician obtained another of the same device, but this device also would not close while inside the patient's anatomy. Please reference medwatch report number 3005099803-2009-00631 which documents this second device used in the patient procedure. The physician then aborted the procedure and planned to bring the patient back at another time to complete the procedure. The complainant reported the patient's condition as "fine". There was no indication of any adverse affect on the patient as a result of the reported malfunction.

Manufacturer narrative:
This device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant information received, a supplemental medwatch report will be filed.